Manufacturer narrative:
(B)(4). Reference exemption number e2017029. An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned; however based on the details provided the most likely cause is due to patient grinding teeth . If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Multiple MDR reports were filed for this patient, please see associated report: MDR: 9610905-2019-00096; 9610905-2019-00103.

Event description:
It was reported that screws pulled from the bone due to patient grinding teeth and were removed.